Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog and humalog insulin were tested and found to be safe for use in the t:slim pump for up to 72 and 48 hours, respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level had been impacted on a few occasions; the bg level could not be recalled. A cause of the occlusions could not be determined. Tandem technical support reviewed the pump's t:connect data and it showed that for one occlusion, the customer had not changed the cartridge for 4-5 days. On other occasions, the customer resumed insulin delivery right after an occlusion alarm without changing any supplies.